Event description:
Tooth cracked [tooth fracture], crown came off [device damage], discharge=teeth/pus coming out [tooth disorder]. Case description: a consumer reported that they, a female probably in her (B)(6), used oral-b rechargeable toothbrush, version unk and reported the following: tooth cracked, crown came off and there was pus coming out. The consumer is getting a dentist treatment. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.